Event description:
Medtronic received information from a literature article regarding the outcomes of transcatheter aortic valve replacement (tavr) plus percutaneous coronary intervention (pci) versus surgical aortic valve replacement (savr) plus coronary artery bypass grafting (CABG) in patients with pre-existing coronary artery disease and aortic stenosis. All data was collected from multiple centers across north america and europe between 2007 and 2019. Of the 202 patients included in the tavr + pci group (predominantly male, mean age (B)(6)), an unspecified proportion were implanted with a medtronic corevalve transcatheter valve. No unique device identifier numbers were provided. In the tavr + pci group, the all-cause mortality rate was 11.6% after a median follow-up of three years. No statement was made suggesting a causal or contributory relationship between corevalve and the deaths. In the tavr + pci group, post-operative adverse events included: myocardial infarction, stroke, moderate to severe aortic regurgitation, patient-prosthesis mismatch, elevated mean gradient (>20 mm hg), repeat coronary revascularization, and cardiac rehospitalization. Although a direct correlation was not made, corevalve may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: alperi a, et al. Transcatheter versus surgical aortic valve replacement in patients with complex coronary artery disease. Jacc cardiovasc interv. 2021 nov 22;14(22):2490-2499. Doi: 10.1016/j.jcin.2021.08.073. Available online 15 november 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.